Event description:
Per received report: during treatment of an already ruptured aneurysm, the coil failed to detach. Despite changing the detachment control box (dcb) and connecting cable, the fault light stayed on. The coil then broke as it was being retrieved. It was during coil retrieval when the patient suffered from a second bleeding. At this point, a balloon was inflated to retrieve the coil. Another coil was used with no issues. Patient was reported "fine" post surgery.

Manufacturer narrative:
Upon product's receipt, visual evaluation was performed. Visual inspection revealed that the coil was returned severed and severly damaged. The most likely root cause of the non detachment of the coil was due to a fracture of the solder joint located inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. The most likely root cause of the coil severing during removal was that the green introducer was retracted before the coil was sheathed. This may have produced friction in the y found that excessive force and retracting the coil through the resheathing tool and separating the dup from the sheath may have been a secondary contributing factor to the coil damage the manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.